Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 436 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set but the insulin pump alarmed no delivery during a prime attempt. The infusion set was changed and another no delivery occurred during the priming process. The infusion set and reservoir were then changed and the pump was able to deliver insulin. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.